Event description:
Information was received from an healthcare provider (hcp) via manufacturer representative regarding a patient having balloon kyphop lasty spinal therapy for vertebral compression fracture. Levels implanted was l1, l2 and l3. It was reported that during a kyphoplasty procedure to treat a vertebral compression fracture, multiple ruptures of the inflatable bone tamp (ibt) occurred during inflation at the l3 vertebral level. The right pedicle of l3 was accessed and drilled according to instructions for use, with the bone quality noted to be soft. The first balloon was placed without resistance and inflated to less than 5 cc of volume and less than 200 psi of pressure. After initial cement insertion, the balloon was reinserted and broke upon reinflation under the same parameters. A second balloon was then inserted and also burst during inflation. A third balloon from another kit was inserted into the right pedicle of l3 and again burst upon inflation under 5 cc and under 200 psi. Despite these occurrences, the physician proceeded to fill the vertebral cavity with cement as determined appropriate. Kyphoplasty was also performed on l1 and l2 without any issues. The procedure was completed successfully with the original product, and there was no delay in overall procedure time or need for additional surgery or hospitalization. There were no fragments left inside patient and no patient symptoms or complications have been reported as a result of this event.

Manufacturer narrative:
H3: product analysis of part# kx203, lot# unknown visual and optical inspection revealed the tip of the balloon has been damaged. The upper portion of the balloon has been punctured/sliced. This damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.